Event description:
It was reported by the customer that a pyxis anesthesia system (pas) time was not accurate. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was already in use. A technical support specialist connected the station to the server and confirmed that the data was reflected in the updated configuration. The system functioned as intended after a technical support specialist troubleshot the device.